Event description:
It was reported that during a da vinci dissection of the peritoneum (rectum), it was noted that a clear fragment from the monopolar curved scissors (mcs) tip cover accessory was found dislodged and retrieved during surgery. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument accessory was returned and evaluated. Failure analysis investigation found the tip cover accessory displayed an area at the distal end torn off and measuring approximately .310 x .070. The tip cover appeared to have a piece of the silicone and pellethane (gray region of tip cover) missing near the tip. Damage appears to be from another object likely an instrument going in the downwards direction. Failure analysis concluded that the damage was due to the tip cover likely making contact with another object or instrument, tearing off a section. No other damage was found.

Manufacturer narrative:
The tip cover accessory has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. On (B)(4) 2014, intuitive surgical inc. Contacted the initial reporter of this complaint. The initial reporter confirmed that a fragment from the mcs tip cover accessory fell into the patient. The fragment was removed laparoscopically during the same da vinci surgical procedure. No additional medical intervention was required to retrieve the fragment. The planned surgical procedure was completed. The patient has not returned to the hospital due to experiencing any post surgical complications as a result of the fragment falling. However, this complaint is being reported because a fragment from the mcs tip cover accessory fell into the patient.